Event description:
Caused chemical burn. Medical/ surgical tape was used to affix gauze to the right eye to form an eye patch on (B)(6) 2020. It was to stay on until (B)(6) 2020. On the morning of (B)(6) 2020 the skin around the eye, under the tape felt like it "was burning''. On removing the tape, raised welts were discovered from a chemical burn caused by the tape. The area looked like someone had held a hot iron the face. No test was done but a return to the eye doctor was required that day. FDA safety report ID #: (B)(4).